Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. Additionally, it was reported that resistance was experienced during the fill process and that a cartridge change error occurred during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 174 mg/dl.